Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and instructed the customer on how to put it into storage mode. The customer agreed to use multiple daily injections as a backup therapy and to return the problematic pump within 10 days using a pre-paid label.